Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and several small holes were observed in the cassette sheeting. Leak, clear passage, and clamp function testing were performed and a leak was observed. Machine testing was performed, and no alarm was noted during the dry testing phase. However, the holes noted on the cassette sheeting is a known cause of alarms during the priming phase. The reported condition was verified. The cause of the damage is a manufacturing related most likely due to flow wrap jam. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, several small holes were observed in the cassette sheeting of the homechoice cassette which resulted in a leak and a cycler alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.